Event description:
Per the audiologist, the patient reportedly is experiencing pain and facial nerve stimulation with use of the device and therefore will not wear the device. The results of a CT scan indicate the device has extruded. More information has been requested but was not available at the time this report was filed march 10, 2010.

Manufacturer narrative:
(B) (4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, patient reportedly had revision surgery on an unknown date and is doing well.this report is filed (B)(4), 2011.

Manufacturer narrative:
Correction: per patient's surgeon, the implanted device was revised on (B)(4), 2010, not explanted as previously reported.this report is filed (B)(4), 2011. Implanted device remains.

Event description:
Approximately seven months post index procedure, the patient developed unstable angina. The patient's coronary artery disease was worsening and a cardiac catheterization showed severe in-stent restenosis in the proximal left anterior descending artery. The restenosis was treated with a drug eluting stent. The patient was enrolled in the (B)(4) study with stable angina pectoris and a positive function test for ischemia. The patient had a target lesion in the proximal left anterior descending artery and a non-target lesion in the mid left anterior descending artery. The target lesion had 80% stenosis, was type c, de novo and 30mm in length. The vessel was 3mm in diameter. The lesion was pre-dilated and a 3.0 x 33mm cypher stent was implanted, at 18atm, followed by a 3.0 x 23mm cypher stent, implanted at 16atm. The stents were overlapping. The non target lesion in the mid left anterior descending artery was de novo and 15mm in length. The vessel was 2.75mm in diameter. A 2.75 x 18mm xience stent was implanted at 12atm.